Manufacturer narrative:
The insulin pump passed the functional testing. However, the insulin pump was received with intermittent button response due to corroded keypad traces, traces of moisture at the electronic and motor assemblies, a cracked case at the display window corners, and minor scratches on the display window noted during the visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was exposed to fluid, alarmed no delivery and frozen screen. Customer's blood glucose was 100.80 mg/dl. Troubleshooting was done. Customer stated that she went swimming wearing the insulin pump. No further information provided.